Event description:
It was reported that during an ladg procedure, the blade was broken off when it was wiped on a tray and on the second device, the tissue pad was torn off during the operation. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Not available, device not returned for analysis. Device b batch e9eu21. Mfg date: 03/08. Exp date: 02/13.